Manufacturer narrative:
PMA/510(k) #p200023 device evaluation the zvt7-35-120-16-100 device of lot number unknown involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. It is related to pr (B)(4)/ MDR ref#3001845648-2023-00348 and was raised to capture the user error of the incorrect size access sheath used during the procedure. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown historical data review historical data was not reviewed as the lot number is unknown IFU/label review it should be noted that the instructions for use (ifu0091) states the following: ¿gain access at the appropriate site utilizing a 2.3mm (7.0 french) introducer sheath¿. There is evidence to suggest that the customer did not follow the instructions for use image review an image of this event was not returned for evaluation. Root cause review a definitive root cause of the user not reading or following the instructions for use has been determined. From the additional questions it is known that an 22fr access sheath was used with the device. As previously noted, the IFU states ¿gain access at the appropriate site utilizing a 2.3mm (7.0 french) introducer sheath¿. This incorrect size wire guide did not contribute to the original device issue of stent elongating. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Confirmation of complaint the complaint is confirmed based on customer and/or rep testimony. Summary according to the additional information received, it is known that an 22fr access sheath was used with the device. The IFU instructs to use a 7fr access sheath. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects as a result of this occurrence. Investigation findings conclude a definitive root cause of use error was established. The user has not complied with the requirements of the IFU. From the information available, it is known that an 22fr access sheath was used with the device and not the intended 7fr size as required as per the IFU. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 29-aug-23.

Event description:
Per rep - (B)(6) 2023 - the device was fine for placement. They went to put a 16 mm balloon catheter into the stent for post-dilation and the stent elongated. The stent was not removed. They procedure was successfully completed with the device in question. There were also two bard venovo stents placed overlapping the cook stents. This file will capture the user error of the use of an incorrect size access sheath. The user used a 22 fr flowtriever inari access sheath whereas the IFU instructs the use of a 7fr. Patient outcome: the patient suffered no adverse effects of this occurrence patient/event info - notes: per rep - (B)(6) 2023 - could you request details on post dilation, how it was done and what size balloon was used for dilation. -16mm balloon was used but it hadn¿t been inflated yet when the incident occurred. Was the device checked for damage before use? -you can¿t check the stent before deployment. Did the user / physician follow the IFU throughout the procedure? -yes, IFU was followed. Prefix zvt7 3.91 are images of the device or procedure available? N/a, yes, no -one picture 3.92 did the patient have pre-existing conditions? N/a, yes, no -unkr if yes, please specify: 3.93 please describe the native state of the vessel (i.e. Was the anatomy tortuous? Was the vessel fibrotic?) N/a, tortuous, calcified, fibrotic, other -none if other, please specify: 3.94 was a stent previously placed during previous procedures? N/a, yes, no -no 3.95 was the device used percutaneously? N/a, yes, no -yes 3.96 where on the patient was the percutaneous access site? -internal jugular vein 3.97 was the access site jugular or femoral? N/a, jugular, femoral other -jugular if other, please specify: 3.98 what disease pathology was being treated? May thurner, acute or chronic obstruction, restenosis, other? -acute clot if other, please specify 3.99 was the lesion approached via contralateral or ipsilateral? N/a, contralateral, ipsilateral -n/a 3.100 was pre-dilation performed ahead of placement of the stent? N/a, yes, no -yes 3.101 what was the target location for the stent? -external iliac 3.102 details of access sheath used (name, fr size, length)? -flowtriever inari 22 fr 3.103 was the device flushed through both flushing ports before the procedure, as per IFU? N/a, yes, no -yes 3.104 details of the wire guide used (name, diameter, hyrdophyllic)? -unkr .035 3.105 was resistance encountered when advancing the wire guide to the target location? N/a, yes, no -no 3.106 was resistance encountered when advancing the delivery system to the target location? N/a, yes, no -no 3.107 if resistance was met, how did the physician address this? -n/a 3.108 did the tip of the delivery system cross the target location? N/a, yes, no -yes 3.109 did the user pull the handle towards the hub during deployment, per IFU? N/a, yes, no -yes 3.110 did the user push the hub during deployment? N/a, yes, no -not that the rep is aware 3.111 did the user remove slack in the delivery system before deployment, per IFU? N/a, yes, no -yes 3.112 was the stent deployed smoothly / without resistance? N/a, yes, no -unkr 3.113 was the stent fully deployed in the patient? N/a, yes, no -yes 3.114 was the stent fully deployed before removing the delivery system from the patient? N/a, yes, no -yes 3.115 was post dilation performed after the placement of the stent? N/a, yes, no -yes 3.116 was the delivery system damaged/kinked/twisted during deployment? N/a, yes, no -no 3.117 what intervention (if any) was required? -none 3.118 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day -n/a 3.119 were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no -no please specify if yes.

Manufacturer narrative:
PMA/510(k) # p200023 investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.